Manufacturer narrative:
The reported event of high pacing lead impedance and lead fracture was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion noted at 5.6cm to 6.9cm distal to the suture sleeve tie impression consistent with friction to another device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a generator upgrade on (B)(6) 2020, when the rv lead thresholds were checked, the thresholds were very poor, and the rv lead was fractured. The right atrial lead was examined, and the lead impedance was very high and was believed that the lead was fractured. The rv lead and atrial lead were explanted and replaced. The lv lead was capped due to dysfunctional. The patient condition was stable. Related manufacturer reference number: 2938836-2020-07020 and 2938836-2020-07021.